Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The voltage passed. Pre-ast (accelerated stress test) simulated treatment was performed and the touchscreen push buttons backlight was flickering and valves were constantly opening and closing. The cycler could not build pressure. The manifold a cable was found pinched under load cell and found fluid on input/out board causing multiple integrated circuits to short. The manifold a cable and input/output board were replaced. A pre-ast was run without any failures or problems. The input/output board and manifold a cable were removed at the end of the investigation. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the integrated circuits. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient caregiver reported via phone that the patients liberty cycler experienced setup problem was in step 1 of setup. Caregiver inserted cassettes on step 1 of setup, but cycler will not move forward after inserting cassette and closing cassette door. Issue has occurred for the past 3 nights. M21-1 invalid sensor reading (24 volts) warning occurred in step 1 of setup. Caregiver pressed ok; warning reoccurred. The cycler was re-setup with new supplies. At that point in time, the patient was advised to discontinue use of the cycler and a replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. The issue occurred prior to treatment. There was no patient involvement and no harm, or adverse event associated with the event. The cycler is available for return. Cycler was replaced. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, it was identified that multiple integrated circuits had internal shorts.